Event description:
Upon removal of the IV, the catheter was broken off the hub and the catheter portion remained in the pt's arm. A tourniquet was applied and a cutdown performed to remove the catheter piece.